Manufacturer narrative:
Correction: the correct device reported is cp1150 magnet (strength 2(I)); not ci632 serial number: (B)(6) as previously reported. Per the clinic, the patient experienced skin necrosis at the magnet site (specific date not reported). Subsequently, the patient was treated with topical antibiotics. The symptoms resolved and the implanted device remains. This report is submitted on april 25, 2023.

Manufacturer narrative:
This report is submitted on february 08, 2023.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site (date not reported) and the patient was treated with topical steroid (specific date and duration not reported).the patient also experienced open sore at the magnet site and the patient was treated with topical steroid (specific date and duration not reported) for the second time. Additional information has been requested but it has not been made available as of the date of this report.